Manufacturer narrative:
H4 - corrected device manufacturer date. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. E2, e3 - information has been requested but unknown at this time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of foreign material protruding from the air/water nozzle was likely from equipment used during reprocessing such as watertight packing, silicone-based glue or silicone parts which broke and entered the channel. Investigation confirmed the foreign material was not originated from the olympus device. The specific root cause of how the foreign material entered the device could not be determined at this time. The following information is stated in the instructions for use regarding inspection of the device which may have prevented the event: "inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, foreign material was discovered protruding from the air/water nozzle. Upon further inspection, the foreign material appeared to be a black rubber-like substance. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned the olympus evis lucera elite gastrointestinal videoscope due to a blocked channel noted during reprocessing- no patient involvement. During the device evaluation, foreign debris was found protruding from the air/water nozzle. This report is being submitted to capture the foreign debris found in the air/water nozzle.